Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and was able to regenerate the reported event codes, but the pcb delivered correct therapy during testing. As a result, further component level cause could not be determined.

Event description:
The customer contacted physio-control to report that their device had failed a user test and had a service indicator present. The customer further advised that the device had logged an event code in its memory that is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had failed a user test and had a service indicator present. The customer further advised that the device had logged an event code in its memory that is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock being delivered. There was no patient use associated with the reported event.